Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger was not working. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger not working) has been confirmed. Upon investigation, the battery charger/modem was resetting. The cause for the resets was isolated to a shorted u13 cmos flash microcontroller on the bedside board. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient rec'd a replacement battery charger/modem.